Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1102 check vent: primary alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. A manufacturer¿s field service engineer (fse) was dispatched to the site and confirmed the reported issue. The fse initially replaced the motor controller (mc) printed circuit board assembly (pcba); however, the device continued to display the same error: ¿check vent: primary alarm failed.¿ further troubleshooting was performed, and the fse replaced the speakers along with the mc pcba, power management (pm) pcba, and central processing unit (cpu) pcba. This cleared the error message. Based on the information provided and the service performed, it was confirmed that the unit initially did not meet product specifications. Following component replacements and successful performance verification test (pvt) testing, the device met all specifications and was returned to normal operation. No further action is required at this time. If additional information is received, the complaint file will be reopened.